Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. (B)(4).

Event description:
It was reported that during the right hemicolectomy procedure, after the device was fired, found that some staples were malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation:: the analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.